Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The electronic proglide instructions for use (IFU) states: for access sites in the common femoral vein using 5f to 24f sheaths. It is unknown if the IFU deviation contributed to the reported difficulties. The reported difficulty and subsequent treatment appears to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a leadless pacemaker interventional procedure. Reportedly, when the plunger was removed, the suture came out with the knot formed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 27f and the pacemaker procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.